Manufacturer narrative:
(B)(4). Investigation in ongoing.

Event description:
As reported, during a transfemoral tavr procedure, after successful valve deployment, the dilator was inserted without issue or excess force in order to remove the esheath.  Upon removal, however, the operator met force and when the esheath came out of the patient, the liner was observed to have torn.  The dilator could be seen coming out of the split.  A surgical cutdown was performed with a patch in order to repair the artery.  The patient was note to be stable upon leaving the operating room. It is perceived that the liner tore when the dilator was reinserted at the end of the case.  The delivery system had been completely unflexed and in the default position during removal.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
B7 and h10.  Section h10:  the esheath was not returned to edwards lifesciences for evaluation, as it was discarded by the facility.  However, photographs of the device and the 3mensio report, were provided for evaluation.  Upon review of the photographs, the liner of the esheath was observed to be torn and the introducer was observed to be protruding through the tear.  The 3mensio imagery showed the patients tortuous anatomy and calcification.  During manufacturing of the esheath, the sheath and components are inspected several times throughout the manufacturing process.  In addition, product verification testing was performed on a sampling basis and all testing met specifications.  These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events. A lot history review was performed and revealed no similar complaints.  A review of the complaint history from june 2018 to may 2019 revealed similar complaints with returned devices for the esheath.  No potential manufacturing non-conformances were identified and patient/procedural factors were contributing factors.  A review of the complaint histories revealed that the occurrence rates did not exceed the control limits for the trend categories.  The instructions for use (IFU), the device preparation manual, and the procedural training manual were reviewed for instructions/guidance on device preparation/usage.  Per the instructions for use, caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath introducer set respectively.  Caution should be used in tortuous or calcified vessels that would prevent safe entry of the introducer. Per the training manual, proper screening is critical to reducing vascular complications.  The operator should ensure the patient had adequate vessel access. The esheath should not be used with tortuous or calcified vessels that would prevent safe entry of the introducer esheath. Insertion force through the partially expanded portion can be higher than the push force through the fully expandable portion.  Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification.  If push force is high, the operator should consider slightly pulling back the esheath while advancing the thv/delivery system 1-2 cm.  In expectation of high friction, short movements should be used.  If working length is insufficient, the loader tube should be peeled away and removed while maintaining delivery system and wire position.  During esheath removal, the operator is to remove the suture securing the esheath.  Remove the esheath entirely without torqueing ensuring the edwards logo is facing upwards.  Not reinsert the esheath at any time during removal.  Be aware that some curvature of the esheath may be present, ripples along the seam are normal and an open tip and seam are to be expected. Remember through the procedure to initially insert the introducer esheath with the edwards logo facing up, suture the esheath in place, once completed, remove the esheath completely with the edwards logo facing up, remove the esheath without torqueing and not to reinsert the esheath at any time.  No IFU/training deficiencies were identified. The complaint was confirmed by visual review of photographs that was sent in for this complaint event. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Complaint history review suggests that patient/procedural factors contributed to the complaint. The esheath may have interacted with calcification, which could have damaged the liner and resulted in the tear. Insertion angle may have impacted the interaction of the esheath and introducer, which could have also contributed to the liner tear. Once the liner was torn and the introducer was exposed, withdrawal difficulty may have been caused by the introducer interacting with anatomy. No manufacturing or IFU/labeling/training inadequacies were identified.  A review of lot history, DHR, manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints.  It is likely that patient/procedural factors contributed to the complaint event.  Review of complaint history revealed that the occurrence rate did not exceed the control limit for the respective trend category.  No corrective and preventative action was required at this time.